Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.